Event description:
Report received from (B)(6) stating that the device has a bent and worn drive shaft. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided. The date of the event is unknown.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "drive shaft is worn" was confirmed. During the pre-repair diagnostic assessment the condition of the device was found to be "worn". If additional information is received, a supplemental report will be sent. (B)(4).